Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the patient is improving and is neurologically better. The patient is nearing the end of his rehabilitation and will be released home to be cared for by his wife.

Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information is received, a supplemental report will be submitted.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) became hemodynamically unstable during dialysis therapy and had to be reanimated. Epinephrine was administered and the patient became tachycardic. The patient is in the intensive care unit receiving rehabilitation therapy. The patient¿s health was poor before this incident with cardiomyopathy, suspected sepsis, hyperkalemia and kidney failure with dialysis. The patient received two shocks and a review of the stored electrocardiograms shows possible asystole along with bundle branch block. The device was reprogrammed and boston scientific technical services (ts) was consulted. Ts confirmed that the device stored three episodes that day. One was untreated (episode 007) and other two episodes (008 and 009) were treated episodes. In the untreated episode 007, the rhythm was very slow with low amplitude (<0.5mv). Due to the observed asystole, epinephrine was administered to increase the heart rate. In treated episode 008, the rhythm is bradycardic with low amplitudes. There is a mixture of t-wave oversensing as well as double detection due to wide qrs complexes. As the rate increases the double counting became more frequent resulting in an inappropriate. In treated episode 009, the rhythm appears to be atrial fibrillation (af) conducted with aberrancy and a variable ventricular response. There is evidence of t-wave oversensing which lead to another inappropriate shock. Automatic set up was performed and the smart pass function was initiated. The sensing vector was also reprogrammed. As of today, all available information indicates that the device remains in service.